Event description:
It was reported to boston scientific corporation that a laparoscopic cholecystectomy was performed on (B)(6) 2026. During the procedure, a foreign body, presumed to be the end of an extractor pro retrieval balloon, was located in the liver of the patient. The foreign body was removed using a fogarty catheter. A photo of the removed foreign body outside the patient was provided and shows the detached tip of an extractor pro retrieval balloon. It was reported that it is unknown when or how the detached tip entered the patient. According to the patient notes, the patient had undergone an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2026 for stone removal in the common bile duct and a previous ercp procedure performed 4 weeks prior to (B)(6) 2026. Case notes do not report removing any broken or damaged extractor pro retrieval balloons. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good-faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0501captures the reportable event of balloon tip detachment imdrf impact code f2301 captures the reportable event of additional device required (fogarty catheter).

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good-faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0501captures the reportable event of balloon tip detachment imdrf impact code f2301 captures the reportable event of additional device required (fogarty catheter). Block h11: investigation results: the returned extractor pro retrieval balloons device was analyzed, and a visual inspection found that only a small distal portion of the device, with findings consistent with a mechanical cut (detachment segment), was returned. No additional components were available for evaluation. Media inspection of the attached documentation includes a picture in which a detached distal portion of the device can be observed. No other problems with the device were noted. With all available information, boston scientific concludes the reported event of balloon tip detachment was confirmed. The results of the analysis performed on the returned device found that only a small distal portion of the device (detachment segment) was returned and observed during visual inspection. No additional components were available for evaluation. The detachment findings are consistent with material stress, which was most likely caused by factors related to device interaction during the procedure, such as handling technique, traction forces, and interaction with other devices used during the procedure. These conditions may have contributed to the detachment of the balloon tip. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown.

Event description:
It was reported to boston scientific corporation that a laparoscopic cholecystectomy was performed on (B)(6) 2026. During the procedure, a foreign body, presumed to be the end of an extractor pro retrieval balloon, was located in the liver of the patient. The foreign body was removed using a fogarty catheter. A photo of the removed foreign body outside the patient was provided and shows the detached tip of an extractor pro retrieval balloon. It was reported that it is unknown when or how the detached tip entered the patient. According to the patient notes, the patient had undergone an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2026 for stone removal in the common bile duct and a previous ercp procedure performed 4 weeks prior to (B)(6) 2026. Case notes do not report removing any broken or damaged extractor pro retrieval balloons. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.